Event description:
A report was received that the patient had an infection during the trial period. The trial patient had an epidural abscess, fever and back pain. The patient went to the hospital and the leads were pulled. A lot of pus came out. Intravenous antibiotics were prescribed. The physician believed that the infection was procedure related and not device related. The patient was released from the hospital but had a peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.